Event description:
I had surgery for double hernias and have had four surgeries since to try to fix their mistakes. After the second surgery I was disfigured and I am still disfigured and in pain all the time. The first surgeon messed me up and her boss dr. (B)(6) did a fourth surgery and I am so disfigured and I see no help to make this right. I had a huge reaction to the mesh and told the first surgeon to take it out and she said she could not and she went in and put even more mesh in. Help!